Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently underwent drainage of infection and washout of wound. The patient was hospitalized twice for administration of IV antibiotics on (B)(6) 2024 for 4 days and on (B)(6) 2024 (specific duration not reported). The patient was explanted on (B)(6) 2024 and there are no plans to reimplant the patient with a new device as of the date of this report.